Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after the farawave was inserted into the faradrive, aspiration could not be performed because air bubbles appeared in the flushing line. When the catheter was removed from the faradrive, aspiration works without any issues. However, when the catheter was inserted into the faradrive, the issue appeared again. The faradrive was replaced with a new one and the procedure was successfully completed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through <<the tear on the valve>>. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientific's investigation determined the tears in the silicone of the hemostatic valves most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after the farawave was inserted into the faradrive, aspiration could not be performed because air bubbles appeared in the flushing line. When the catheter was removed from the faradrive, aspiration works without any issues. However, when the catheter was inserted into the faradrive, the issue appeared again. The faradrive was replaced with a new one and the procedure was successfully completed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported, the guidewire was inside the farawave catheter and aligned with the tip of the catheter. Pressure bag was used for the irrigation of sheath.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after the farawave was inserted into the faradrive, aspiration could not be performed because air bubbles appeared in the flushing line. When the catheter was removed from the faradrive, aspiration works without any issues. However, when the catheter was inserted into the faradrive, the issue appeared again. The faradrive was replaced with a new one and the procedure was successfully completed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported, the guidewire was inside the farawave catheter and aligned with the tip of the catheter. Pressure bag was used for the irrigation of sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.